Event description:
Article reports pt not feeling well, received shock at work, refused transport to hospital but went home. Same night wife reports pt not feeling well, received multiple shocks, emt called, pt unconscious/pulseless w/vf. External cardiovert w/rhythm restored but no hemodynamic effect. Pt later died. ICD interrogation shows oversensing w/therapy delivered. Last shock induced vf. Device interrogation revealed sudden v pacing impedance suggesting conductor fracture.